Event description:
It was reported that the catheter fractured. A 135/10 renegade hi-flo kit was selected for use. During preparation, the device was unpacked and flushing of the microcatheter was performed. However, when it was time to take out from the package, a fractured catheter was noted. The procedure was completed with another of same device. No complications were reported and patient's condition was stable.